Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose of 500 mg/dl. Customer stated the insulin pump alarmed no delivery. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).